Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 3156860. D4. Medical device expiration date: 2024-09-30. H4. Device manufacture date: 2023-06-05. D4: UDI #: (B)(4). H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) was observed. Additionally, 100 retention samples from bd inventory were visually inspected and no fm was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® z (no additive) plus urine tube had foreign matter during use. There was no report of patient impact.

Event description:
It was reported that the bd vacutainer® z (no additive) plus urine tube had foreign matter during use. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The lot number provided by the customer did not match the product: d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown